Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no reported allegation or objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. While the exact cause of the peritonitis event is unknown, the patient¿s peritonitis is likely associated with the pd catheter (not a fresenius product), as suspected by the patient's pd nurse. The patient¿s pd culture yielded growth of pseudomonas which is bacteria found widely in the environment and is often associated with infection of the pd catheter. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 for peritonitis. Per the nurse, pd cultures obtained on (B)(6) 2019 yielded growth of pseudomonas. During hospitalization, the patient underwent pd catheter removal as per the nurse, the pd catheter was believed to be a source of infection. The patient was transitioned to hemodialysis and received unknown antibiotics in the hospital; details not provided as hospital discharge summary is not available. The patient was discharged on (B)(6) 2019 continuing outpatient hemodialysis. The patient is reportedly recovering and expected to restart pd therapy in the near future. Per the pdrn, the patient did not have any fluid leaks, or any product related issues associated with the peritonitis infection. The nurse reported the peritonitis is suspected to be related to a breach in aseptic technique involving the pd catheter (not a fresenius product).